Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 balloon popped. No pieces detached. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
The device was discarded by the hosp. Since the product was not returned, an evaluation could not be performed. Results: a lot history record review was completed for the product. There was no nonconformance that could have attributed to this failure mode. (B)(4).